Event description:
Healthcare professional reported a patient experienced the events of ¿edema¿, ¿seroma¿, ¿right device exposition¿, and ultrasound noted ¿fluid slide in right prosthesis¿. Additionally, the patient experienced ¿a reaction to the prosthesis with increased volume and local temperature¿ 9 months post implantation; ¿scar opening with prosthesis exposure, intraoperative rupture of the prosthesis in its upper portion", ¿no new prostheses were used due to the inflammation and significant dehiscence¿ observed intraoperatively. Device has been explanted. This record is for the right side.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Seroma: unable to confirm as it is a medical event not related to the device. Exposure: unable to confirm as it is a medical event not related to the device wound dehiscence: unable to confirm as it is a medical event not related to the device inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
A healthcare professional additionally reported that a patient experienced ¿a reaction to the prosthesis with increased volume and local temperature¿ 9 months post implantation; ¿scar opening with prosthesis exposure, intraoperative rupture of the prosthesis in its upper portion", ¿no new prostheses were used due to the inflammation and significant dehiscence¿ observed intraoperatively. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence, inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is exposure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced the events of ¿edema¿, ¿seroma¿, ¿right device exposition¿, and ultrasound noted ¿fluid slide in right prosthesis¿. Device remains implanted.